Event description:
It was reported that pump was beeping with downstream occlusion alert when the cassette was changed. Remodulin mdv was infusing at a rate of 1.9 ml per hr at the concentration of 2.5 mg per ml and infused via peripheral line. There was patient involvement and no harm.

Manufacturer narrative:
The device was not returned for analysis of complaint that pump was beeping with downstream occlusion alert when the cassette was changed. No previous repair was noted for the last 12 months. As the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed. The device has not been returned for evaluation, and the reported issue could not be confirmed. The investigation remains inconclusive pending device return.